Event description:
It was reported that the customer received multiple no delivery alarms and his blood glucose was 476 mg/dl. The customer stated he changed the infusion set and the cannula was not bent. Troubleshooting was performed. After disconnecting and reconnecting the reservoir and infusion set, insulin was pushed through the tubing and exited. The insulin then exited during a manual prime. It was explained that the no delivery alarm had been caused by an infusion set or reservoir occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).